Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient underwent surgery for filing a jaw tumor ameloblastoma plexiform, and was implanted with reconstruction plates of the matrixmandible system in (B)(6) 2012. About 2 months ago, the patient presented swelling in the chin region. Radiography shows four titanium screws with broken heads. Revision surgery is planned for an unknown date to remove and replace the broken screws. This report is for four unknown screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. According to the information on the received documents it has been noticed that the head of the screws are broken. Since the concerned screws were returned for analysis but the exact lot number is not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. Nevertheless, you may be assured that we have taken note of your input, this report has been entered in our market vigilance system and the corresponding statistical data will be kept under trending.

Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(4) additional codes: jey, mqn. Device received for evaluation.